Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling pain in the device pocket. The right atrial (ra) lead displayed no capture, and high and unstable thresholds. The implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The device and lead were extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.